Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified artificial blood vessel anastomosis. A 6.0mmx40mmx40cm sterling balloon catheter was advanced for dilatation. However, during second inflation at 14 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.